Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored properly. Customer performed back to back blood test, 88mg/dl and 95mg/dl fasting. Reviewed meter memory; no adverse event reported.